Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "no image" was presumed to have been due to the damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic [integrated circuit] chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The suggested phenomenon of "objective lens glue peeled off" was presumed to have been due to the stress of repeated use, external factors, or handling. Suggested event: no image no image is described in the operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system.¿ suggested event: objective lens glue peeled off objective lens glue peeled off is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ it is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that an error code and no video was displayed on the endoeye deflectable videoscope. The problem was temporarily resolved by cleaning, however the issue occurred again. The event occurred during preparation before use, and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and the evaluation found the adhesive around the objective lens were peeled. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.